Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code) device evaluation: one cadd solis vip pump was returned for analysis. The event log showed a high alarm displayed: downstream occlusion. The pressure range test was performed the pump was able to duplicate the reported problem by failing the downstream occlusion sensor pressure range test. The sensor will be replaced to resolve the issue.

Event description:
Additional information provided indicating that there was no patient involved.

Event description:
It was reported that a smiths medical pump failed downstream occlusion at 5.2psi. No adverse patient effects were reported.